Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(6). (B)(4).

Event description:
It was reported that a possible problem with the ins was alleged. It was reported that the ins leads were ¿protruding¿ and that the patient ¿could see/feel them¿. It was stated that it wasn't like that at implant but that the patient was not sure when it started. It was noted that they were ok on (B)(6) 2013 when x-rays were taken after a car accident. It was noted that the patient was prescribed oral pain medications and was in physical therapy to help his lower lumbar area.